Event description:
The customer contacted olympus to report air/water flow issues with their evis exera lll colonovideoscope. Upon inspection of the customer returned device, the olympus repair center confirmed the air/water problem was due to an insufficient flow caused by a stringy material clogging the nozzle hose. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient injury.

Manufacturer narrative:
In addition to b5, the following minor defects were found during inspection: insulation resistance value and angulation out of specification. Light guide rod lens cracked. Insertion part glue separated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: brush broke when brushing the a/w valve, and bristles of the brush entered the a/w channel and may be clogged in the nozzle. Due to the use of gauze with lint for reprocessing, the lint entered the a/w channel and clogged in the nozzle. The above presumption was based on the following information: according to investigation result 3-3, the above 2 causes were presumed in the similar complaint. According to investigation result 1-4, the device inspection results show as below: the nozzle was clogged with white fibrous material. The material did not originate from olympus device. IFU states as follows: check cleaning brush for loose or missing bristles. All cloths used in reprocessing are recommended to be lint-free. When gauze from which lint comes off is used, there is the potential for lint or cloth fibers to lodge in air/water channel or become trapped in a/w nozzle. Clean the external surface of device with lint free gauze or the like. Cleaning brush is consumable. Repeated use may cause the brush head to come off during use. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual preparation and inspection; inspection of the endoscope; inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system; inspection of the air-feeding function; inspection of the objective lens cleaning function. The user can detect the suggested event properly by handling the device in accordance with the following IFU. Operation manual inspection of the endoscopic system; inspection of the air-feeding function; inspection of the objective lens cleaning function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Reprocessing manual preparing the equipment for reprocessing. All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories: clean the external surfaces_ clean the external surfaces of the insertion section while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all its external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Brush the channels: warning: the single use combination cleaning brush (bw-412t) is for single use. Repeated usage of this brush may cause the brush head to become bent or kinked, which could cause it to come off during use. Before and after use, confirm that the brush is free from any damage or other irregularities. Olympus will continue to monitor the field performance of this device.